Manufacturer narrative:
Sections with additional information as of 18-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned and evaluated. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 11-oct-2022 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported symptoms of dry mouth and increased thirst. Customer stated that he has dry mouth which contributes to him drinking a lot of water. Customer declined the need for any medical intervention at the time. During the call, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.